Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a healthcare professional reported a case of ketoacidosis in a patient using a pod on the skin for an unknown duration of use. Upon removal of the pod, a purulent infection was reportedly observed at the insertion site. Medical assistance was not required at the time of reporting. No information was available regarding blood glucose level being impacted. No other further information is available.